Event description:
Presumed lens calcification has been observed off visual axis. The lens ws originally implanted in 1999. The pt visual acuity as of 2003 was 20/80. The pt prognosis is good. The lens remains implanted.